Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an ultraflex tracheobronchial uncovered distal release stent was to be implanted to treat a tracheoesophageal fistula in the proximal trachea during a stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the ultraflex tracheobronchial stent was deployed in an incorrect location. The physician repositioned the ultraflex tracheobronchial stent more proximal and the stent wire became unraveled. The ultraflex tracheobronchial stent was removed from the patient with grasping forceps and another ultraflex tracheobronchial stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and it showed the stent wire had unraveled and the stent suture was broken.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 05, 2022 that an ultraflex tracheobronchial uncovered distal release stent was to be implanted to treat a tracheoesophageal fistula in the proximal trachea during a stent placement procedure performed on july 05, 2022. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the ultraflex tracheobronchial stent was deployed in an incorrect location. The physician repositioned the ultraflex tracheobronchial stent more proximal and the stent wire became unraveled. The ultraflex tracheobronchial stent was removed from the patient with grasping forceps and another ultraflex tracheobronchial stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and it showed the stent wire had unraveled and the stent suture was broken. Update based on review on august 30, 2022: note: it was reported that the ultraflex tracheobronchial stent was to be implanted to treat a tracheoesophageal fistula. Per the IFU, "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." The stent is not indicated for the treatment of fistula.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a040508 captures the reportable event of stent unraveled material. Imdrf device code a150207 captures the reportable events of stent and delivery system difficult to remove. Imdrf device code a0401 captures the reportable event of stent suture break.